Event description:
It was reported to philips that biomed replaced the data acquisition board for a diagnostic code consistent with proximal pressure sensor autozero failed. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer is now reporting the unit failing the pressure testing when set to zero. The unit is reading 1.5 centimeters of water (cmh2o) when set to zero. Specification is 1.0 cmh2o to -1.0 cmh2o. Philips remote service engineer advised the customer to reinstall the original data acquisition board and order two solenoid valves. Philips remote service engineer advised the customer to replace the proximal auto-zero solenoids (sol 3 and sol 4). Philips remote service engineer provided biomed with the part numbers for the v60 solenoids and part number for solenoid valve. The customer has advised closing the case and will call back if they have any additional questions. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
This event was reported to have occurred during patient use. The patient was put on another vent. There was no delay to therapy. Following the evaluation of the device, the customer replaced solenoid 2 and 4 to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customers alleged malfunction was confirmed to have failed to meet specifications. There was no patient or user harm reported due to this event.